Manufacturer narrative:
H3: product analysis as found condition: the hyperglide catheter was returned for analysis within a shipping box and inside or a resealable plastic pouch, no guide wire was returned. Visual inspection/damage location details: the balloon catheter was returned in good condition with no damage or irregularities found with the hub. No damage was found with the catheter body. Upon inspection the hyperglide balloon was found to be in good condition with no signs of use. No other anomalies were observed. Testing/analysis: during testing, when attempting to flush the hyperglide catheter, no water was able to advance through due to resi stance. Next, a guidewire was hydrated and attempted to be advanced into the microcatheter which met resistance. The resistance was caused by a dried solution within the catheter body; therefore, the balloon subassembly was dissected (cut). A mandrel was then inserted into the balloon's distal tip, and the balloon was inflated. The balloon remained inflated, no leaks or ruptures were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿balloon rupture during set up¿ could not be confirmed, as no rupture or leaks were reproduced during inflation. In addition, the balloon inflated during testing. The cause of the reported event could not be determined. The hyperglide balloon was prepared as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the device preparation stage of a transarterial embolization (tae) surgery, the hyperglide balloon (104-4113) ruptured immediately upon inflation testing. The device was then replaced with a new balloon catheter (104-4112) to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The hyperglide balloon was prepared as indicated in the IFU, including inspection and hydration, but it burst during inflation testing before being inserted into a human body. The cause of the balloon rupture remains unknown. At the time of inflation, the guidewire had not yet been inserted, so there was no advancement of the guidewire tip out of the catheter. The location of the balloon leak could not be confirmed since the balloon could not be inflated. The inflation test was performed using only a syringe, with no inflation device and no contrast, and the injection rate was slow. The balloon was inflated only once, using a 20ml syringe. The physician did not shape the guidewire tip. There was no damage or evidence of tampering to the device packaging, nor was any packaging damage noticed upon delivery or opening. No preparation was performed prior to observing the device damage.

Manufacturer narrative:
Update b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once the analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.